Manufacturer narrative:
Integra has completed their internal investigation on february 23, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; a visual inspection of the exterior found numerous scratches and dings but, no physical damage. A visual inspection of the internal assemblies found the optical plate, insulator, lamp base and lamp assembly were burnt and melted. In addition, the one fan was missing a fin. Damaged part replacement and testing by the repair depot technician found the lamp failure resulting in overheating was the root cause of the reported issue. DHR review; nonconforming product report / nonconforming material report history: none. Complaints history; (B)(4). Conclusion: the evaluation of the returned 9300xspt l/s found user labels, numerous scratches and dings but, no external physical damage. A visual inspection of the internal assemblies found several damaged components. The degree on internal damage to components was consistent with the unit being dropped. The concussion from being dropped would be a contributing factor to the lamp failure. The over-heating lamp caused the melting at the base and resulted in the burning smell. The reported complaint was considered to be confirmed and the unit was repaired and return to the customer. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
It was reported that it starts smelling like an electrical fire. Additional information received on february 7, 2017: customer reports "we turned on the headlight for a tonsillectomy and noticed a very faint funny odor about 5 minutes into the case. We immediately turned off the device and used another headlight in its place. Later that day after we were finished with patients we plugged in the headlight and once again noticed the odor. We called our rep to check the item before we used it again. He said he could not order the part needed we would need to send it in for repairs. The date we noticed the smell was on (B)(6) 2017. The patient was (B)(6) female. We have been using this device for over 10 years and it is inspected by our reps every 6 months.`" customer reports 3rd party repair said no electrical fire issue. The odor was minimal each time and occurred from bulb going out of service, no patient or personnel issues